Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibratory alert. Upon interrogation, a drop in impedance was observed. Further review of data trend indicated that all vectors on the lv lead had dropped around may 2016. Test was performed in other configurations and all other vectors showed normal impedance. Programming change was made, and no further vibratory alerts have been reported. Patient is fine.